Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible oversensing was noted on the right atrial (ra) lead. It was reported that timing / pacing may have changed on the implantable pulse generator (ipg) the lead and ipg remain in use. No patient complications have been reported as a result of this event.